Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received motor error loop during bolus / basal delivery due to encoder signal out of phase. E70 error alarm was not confirmed in the history file due to overwritten history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 182 mg/dl. Customer reported the drive support cap was normal. The insulin pump will be returned for analysis.